Event description:
Title: circumcision wound dressing with octylcyanoacrylate tissue adhesive author: weida lau, chang peng colin teo the aim of the study is to compare the outcomes of tissue adhesive dressing versus paraffin gauze dressing for circumcision wounds. Adult male patients undergoing circumcision were randomised into two groups: tissue adhesive dressing (study group) or paraffin gauze dressing (control group). A total of 40 patients were screened and found to be eligible for the study. Among them, 20 patients were allocated to dressings with tissue adhesive (study group), and 20 patients were allocated to dressings with paraffin gauze (control group). In study group, dermabond (ethicon) and monocryl suture (ethicon) were used. Wound closure was performed using interrupted absorbable sutures (monocryl 4/0). In the study group, wound dressing was performed by application of two thin layers of tissue adhesive at a 30-second interval. The patients in the study group, monocryl suture was used to close the wound. The reported complications included: in study group, (n=1) hematoma treatment: not mentioned in control group, (n=1) hematoma treatment: not mentioned (n=1) partial dehiscence treatment: not mentioned in conclusion, tissue adhesive dressing is an acceptable alternative to paraffin gauze dressing for circumcision wounds. This option should be offered to all patients undergoing circumcision.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of wound care vol 32, no 2, february 2023 https://doi.org/10.12968/jowc.2023.32.2.116.